Event description:
It was reported that the patient underwent a spinal procedure for compression fracture at t11-s1 using posterior fixation. It was found that the rod at l5 broke approximately a year post op. Fusion was not complete. The revision surgery was performed to re-do fusion.

Manufacturer narrative:
Device was not returned to the manufacturer for evaluation. Unable to determine the cause of the event.